Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that he has been receiving a lot of button errors for the past couple of weeks. Customer has a hard time getting it off. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted during testing. The device had minor scratches on lcd window.